Manufacturer narrative:
(B)(4). (B)(6). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor pouch contained the incorrect infusor. The reporter stated that upon opening the overpouch, a single day infusor was found. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 9, 2014 to may 13, 2014. Evaluation summary: baxter received the unit in an open foil pouch. Visual inspection revealed the product description on the foil pouch indicated product code 2c1073kjp, half day infusor 5 ml/h, lot number 14e023, however the infusor unit inside the foil pouch indicated product code 2c1071, singleday infusor 2 ml/h, lot number 13m004. The cause of this condition was unable to be determined as the device was not received in its sealed, original packaging. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.